Event description:
Subsequent to the previously filed reports, additional information was received that the patient had increasing left lower limb pain after the patient was discharged from the index procedure. The signs/symptoms of the lower limb ischemia included paresthesia, unable to bear weight, cool foot, dusky toes and no pulse on doppler. Computed tomography (CT) angio found an occlusion in the popliteal and anterior tibial artery (ata). Revascularization was performed with recanalization and stenting of the distal ata. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of pain, ischemia and occlusion are listed in the xience prime, xience prime small vessel (sv), and xience prime long length (ll), everolimus eluting coronary stent systems instructions for use as known patient effects of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of ischemia is listed in the xience prime, xience prime small vessel (sv), and xience prime long length (ll), everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Patient ID: (B)(6). It was reported that on (B)(6) 2023, two xience prime stents, sizes 3.5x38 and 3.5x33, were implanted in the left anterior tibial artery. On 08/01/2023 the patient had left lower limb ischemia. The patient was re-admitted to the hospital for treatment. Revascularization was performed and the condition resolved. The patient has dry gangrene of the left toes, a worsening of the pre-existing condition of peripheral artery disease. The patient was discharged from the hospital on (B)(6) 2023. Per study physician, the adverse event is possibly related to the study stent. No additional information was provided.